Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was scratched. The product was replaced with a new unspecified lens in stock, and the surgery was completed without harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).